Event description:
The plaintiff's attorney alleged that the plaintiff was implanted with a sparc sling system on (B)(6) 2004. It was alleged that the plaintiff had the surgery due to stress urinary incontinence, uterine prolapse, dysfunctional uterine bleeding, and cystocele. It was alleged that the plaintiff subsequently developed erosion and incontinence. On (B)(6) 2008, the plaintiff underwent revision and removal of the device. Following that surgery, it was alleged that the plaintiff experienced and continued to have pain and suffering, disability, impairment, physical deformity, loss of the ability to perform sexually, mental anguish, and permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.